Event description:
It was reported that when the patient increased the stimulation up to 7 volts on their implantable neurostimulator (ins), they felt it "to his heart". The patient went to a cardiologist when they were told that the sensation in their heart was due to the stimulation. It was also noted that the patient had not charged their device in more than 3 years and had coupling issues between the external recharger and the ins. An overdischarge of the ins battery was suspected. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 3998 lot# v007136 serial#, implanted: 2006 (B)(6), explanted: product type lead product ID, 3998 lot# v007136 serial# , implanted: 2006 (B)(6), explanted: product type lead product ID, 37742 lot# serial# (B)(4), implanted: 2006 (B)(6), explanted: product type programmer, patient product ID, 3708260 lot# serial# (B)(4), implanted: 2006 (B)(6), explanted: product type extension product ID, 3708260 lot# serial# (B)(4), implanted: 2006 (B)(6), explanted: product type extension. (B)(4).